Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels greater than 600 (mg/dl) a few hours after undergoing a biopsy procedure. Customer administered a correction bolus with the pump to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2016. Recommendation was made to contact tandem technical support for any needed future assistance.